Manufacturer narrative:
Reference MDR # 2015691-2016-02045 per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Since the device and or applicable photographs (relevant to the complaint) were not returned for evaluation, the complaints for ¿balloon ¿ burst and delivery system - difficulty with valve alignment¿ were unable to be confirmed. Review of lot history and device history records (DHR) provided no indication that a manufacturing non-conformance contributed to the complaint. No deficiencies were identified in review of relevant manufacturing mitigations, labeling, and IFU/training materials. Review of the complaint history for the month of june 2016 reveals that the occurrence rates did not exceed the control limits for the applicable trend categories. No corrective or preventative action is required at this time. While a definitive root cause was unable to be determined, available information supports that patient and procedural factors may have contributed to the reported complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in an edwards technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. A definitive root cause for the difficulty with valve alignment was unable to be determined however review of complaint history indicates patient anatomy can impact the position of the device potentially causing additional force needed for alignment. In addition, procedural factors such as residual fluid left in the inflation balloon or a change in the balloon shape after de-airing, can also contribute to difficulty in fine adjustment. Excess fluid remaining in the balloon and balloon shape could lead to an enlarged balloon profile, potentially increasing the fine adjustment force. It should be noted that the balloon ¿looked plump at the distal portion¿ following prep, which may be indicative of excess fluid. In this case, the valve malposition on the delivery system and subsequent balloon burst may have been caused by the increased viscosity of the 80:20 contrast mixture, as well as residual fluid left in the inflation balloon during prep, along with the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Reference MDR # 2015691-2016-02045. Additional information received from the territory manager, during preparation the balloon "looked 'plump' at the distal portion". An 80:20 saline/contrast mixture was used which may have used too much contrast.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during valve deployment, the delivery system balloon burst with the balloon fully inflated; additionally, a pvc occurred during rapid pacing resulting in the valve being placed 95:5 aortic/ventricular with moderate pvl. Attempt was made with a second delivery system to post-dilate the valve but there was no improvement to the pvl. A second s3 valve was placed inside the first valve, landing 80:20 aortic/ventricular, resulting in no pvl. Great result with a perfectly placed second s3 valve in valve and no pvl at end of procedure. It is believed the cause of the events was the valve not being aligned properly between the markers prior to deployment, along with the fact that there was a pvc during deployment.